Event description:
It is reported that the trial got stuck and broke inside the pt. The surgeon had to break completely apart to finish retrieving the trial.

Manufacturer narrative:
This report will be amended when our investigation is complete.